Event description:
Procedure type: hysterectomy. According to the reporter: procedure: tlh. As (B)(4) was used in conjunction with endostitch to close the vaginal cuff, the stitches were placed according and upon passing the needle through the final backbite of the cuff closure, the needle detached from the jaws. The needle made it halfway through the final bite. It was advised not to try to reload intracorporeally so a needle driver was used to complete the pass and secure the final bite prior to cutting the needle off. When endostitch was inspected, the jaws were in the open position and prongs were not extended. Upon follow-up, dr. (B)(6) declared that she did take a bite of tissue that was too large.

Manufacturer narrative:
(B)(4).